Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No moisture damage inside the insulin pump noted. The insulin pump received with cracked display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called reporting a button error alarm on her daughter's insulin pump. Customer's blood glucose level is 378 mg/dl. Mother said she will treat soon. Customer went swimming today, but she knows to cover the device with a towel. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.